Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient involvement in this case is unknown. The broken devices were left on the nurse¿s desk while she was on vacation. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: release to warehouse date: october 27, 2011. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that two (2) broken devices were left on a nurse's desk while she was on vacation. The threads on a holding sleeve were broken off and the knot-welding/metal on a pedicle reamer appeared to be broken as well. Patient and/or surgical involvement in these identified issues are unknown. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Product investigation summary: the investigation has shown that the first thread flank of a retaining sleeve is deformed and cracked at the forefront. It is likely that the thread flank was damaged by a loose primelock connection between the retaining sleeve and the screw during the insertion. A loose connection, in combination with high lateral stress, can lead to such a breakage. The cause for a loose connection is either insufficient tightening during screw pick-up or high friction between the inner and outer sleeves of the retaining sleeve. The device was likely exposed to parameters outside of the approved range. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.